Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant, the rv (right ventricular) threshold had increased. A chest x-ray showed no lead slack when the patient was upright. Additional slack was given to the lead, but the lead was ultimately explanted and replaced. No patient complications have been reported as a result of this event.